Event description:
It was reported that during a rectum resection under laparoscopy for cancer, the device was used to perform a colo-rectal anastomosis. The anvil was inserted at the colic level and the device was inserted at the anal level in the patient. The anvil was well snap onto the device trocar until the orange band. The surgeon removed the red safety and actuated the firing trigger to initiate automatic stapling. It was at this point that nothing happened, the device does not staple the two parts of the digestive tract. It was necessary to unsnap the anvil from the device trocar in laparoscopy, with great difficulty and change the device. With the new device the surgeon reprocessed exactly the same way and everything worked correctly. There was a delay in surgical procedure. There was risk of internal lesion during unsnapping and embrittlement of the rectal stump. Call of a second surgeon to help achieve the end of the surgical procedure. Change of device.

Manufacturer narrative:
(B)(4). Date sent: 6/6/2023 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify how long was the delay (hours/minutes)? 2. Could you please clarify if there were any patient consequences? 3. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/12/2023. D4: batch # 334c46. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil was returned. The breakaway washer was not present, the device was fully loaded with staples. No battery was received. When the test battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. No anvil issues were noted at any time during the testing. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. After disassembly, the device was manually assisted in order to perform the functional test with a test washer, and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Although no conclusion could be reach on the cause of the reported event of "anvil issues", the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. A manufacturing record evaluation was performed for the finished device batch number 334c46, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2023 . Additional information was requested, and the following was obtained: could you please clarify how long was the delay (hours/minutes)? Following the non-functioning of the automatic sequence of the device when pressing the trigger, it was necessary to disconnect the anvil from the device to change device and perform the anastomosis. This prolonged the intervention from 20 to 30 min. Could you please clarify if there were any patient consequences? No patient consequence related to this issue. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No change.